Event description:
On (B)(6) 2016, patient underwent arteriogram of aorta and bilateral common iliac arteries, arteriogram of right cfa to popliteal artery, arteriogram of right peroneal artery and angioplasty and stent placement of right popliteal and sfa. Using the mini support catheter and v-18 wire to try to cross the stenosis of the peroneal artery was unsuccessful. Also tried with the v-14 wire which was unsuccessful. A small fragment of the v-14 wire fractured during the intervention but was seen and a small collateral off the anterior tibial artery. Attempts to retrieve this using a 0.035 platform of a mini support catheter and a retrieval device, but was unsuccessful. The fractured wire was not problematic in the flow of the vessel. Also tried a glidewire to try to cross the lesion, but was unsuccessful. Decision was made to leave fractured piece.